Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The 100% stenosed target lesion was located in a severely calcified chronic total occlusion of the left superficial femoral artery. A v-14 short taper 300cm straight tip guide wire tip detached and was lodged in the chronic total occlusion. No attempt was made to at retrieval. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).